Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Refill heads broken, was using them [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported via phone on (B)(6) 2016 that he/she had just purchased some oral-b precision clean brushheads, and they had broken while he/she was using them with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that he/she had been a long time user of oral-b products, but this was the first time he/she had experienced this. No symptoms developed.